Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor was broken in the body. Customer had blood on the site. Customer blood glucose reading was 5.8 mmol/l..troubleshoot was performed. The sensor will be returned for analysis.